Event description:
During pt use, suddenly a "switched to backup battery" occurred when the ac cable was removed. Replacing the power pac battery resolved the issue. No pt injury was reported in this case.

Manufacturer narrative:
Although requested, no add'l pt info was provided.